Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level 201 mg/dl. Troubleshooting was performed for partial display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with missing segment due to cracked and bleeding lcd glass.